Event description:
The customer reported erroneous prostate-specific antigen (psa) results, for 14 patients, on separate days, involving the access 2 immunoassay system used in conjunction with the access hybritech psa assay and calibrator. The erroneous results were released out of the laboratory and questioned by the nurses as the values did not correlate with the patients' clinical status. The patients' samples were reanalyzed, on the same instrument, and recovered lower psa results. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this event. Systems check was performed on (B)(6) 2013, and all parameters were within service specifications. A 20-repetition precision study, performed on (B)(6) 2013, recovered precisely with a 3% coefficient of variation (%cv). Quality control(qc), for all three levels, is performed daily. Level 2 qc was out of specification on the day of the event and on (B)(6) 2013. All samples are collected in becton dickinson (bd) serum separation tubes (sst) and centrifuged at approximately 3,500 rpm (rotations per minute) for ten minutes. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of two referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) performed system check, which passed within specifications for all parameters. The fse verified pipettor alignments and ultrasonic voltages were within specifications. Quality control (qc) was within the laboratory's established limits. The fse completed high sensitivity system check, which failed. The fse cleaned the incubator track and wash carousel and performed alignments. The fse observed bubbles in the dispense probe lines and cleaned the wash valve and replaced the o-ring, stator, rotor, and home sensor. The fse repeated high sensitivity system check, and it passed within specifications. The fse verified qc for the second time and noted it was within the laboratory's established limits. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00433.